Manufacturer narrative:
H3 other text : the device was evaluated by customer only.

Event description:
It was reported the cardiac conductance line is faulty. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.